Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) which occurred on home choice (hc) device during use. The home patient (hp) stated that the alarm had occurred during previous night therapy during unknown cycle. The baxter technical representative (tsr) advised the hp to call baxter when the alarm occurs so that baxter can assist in troubleshooting. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue of system error 2240 alarm was not confirmed. The cause was undetermined.